Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that the patient underwent stenting of a restenosed other company's device in the lmca (pre-dilated) in 2008. Four months later, the patient had a surveillance angiogram completed which documented moderately severe restenosis of the restented lmca. In 2009, the patient had a surveillance angiogram completed which documented severe restenosis (95%) in the lmca. The patient was asymptomatic. The following month, the patient was admitted to the hospital and underwent percutaneous coronary intervention. There is no further event or patient information available at this time.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Stenosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. There is no indication of a product quality issue. In this case, it is likely that the ptci is a secondary effect of the restenosis which required hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.